Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had depleted to eol (end of life) 6 months post implant. The device was to be explanted. A new ICD was successfully implanted.